Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen and keyboard failed to function. A technical support specialist (tss) dialed into station and checked the data sync debug logs, finding no issues. The sync information from the pyxis enterprise server is current, including the last upload, download, and heartbeat. The tss followed knowledge article " es - letter "keys not working on the keyboard" for troubleshooting the keyboard issue and checked the database shown 9.5gb. After shrinking the database, its size was reduced to 7.5gb to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen and keyboard malfunctioning. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.